Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to a pseudomonas infection. A spectranetics lead locking device (lld) was inserted into the lv lead to provide traction. The physician attempted removal of the lv lead by first using a spectranetics 12f glidelight laser sheath but encountered stalled progress in the clavicle region. He then upsized to a 14f glidelight device, but made just slight progress in the subclavian vein. The physician switched efforts to the ra lead and the ra lead was successfully removed with use of the 14f glidelight device. Attempts were then made to remove the rv lead but encountered stalled progress. The physician switched tools to a spectranetics 11f tightrail rotating dilator sheath and the rv lead was successfully removed. The physician then attempted removal of the lv lead again, using the 14f glidelight device, and was able to advance to the coronary sinus os. Without lasing, the physician attempted to advance the glidelight device into the coronary sinus mechanically to remove the last 6-7 cm of the lv lead, but the device would not advance past the coronary sinus os. The physician held traction for over 5 minutes with no movement. After discussions with the cardiovascular (cv) surgeon, he again tried traction for several minutes with no movement. He decided to keep the glidelight device in the os, hold it static, and attempt to pull the lead into the glidelight device, now lasing at a fluence of 60/60. The lead slowly moved into the glidelight device and after the proximal electrode went into the laser, the lv lead freed, with the last 4 cm of the lead coming into the sheath rapidly. Immediately the patient's blood pressure dropped. Rescue efforts began immediately, including bypass and sternotomy. A coronary sinus perforation was discovered and was successfully repaired. It was reported the patient was extubated the next afternoon and was awake, talking and doing well. This report captures the lld providing traction to the lv lead when the coronary sinus perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.